Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the backup power supply printed circuit board assembly and the backup power supply battery pack. The ventilator passed self-testing.

Event description:
Report received of an 840 ventilator generating errors which would render the ventilator inoperable. The ventilator was not on a patient at the time of the event.